Event description:
The customer reports a kinked guidewire during use in itu/critical care. The doctor inserted the cvc with no issues. When attempting to withdraw the guidewire it became stuck. When withdrawn, the line kinked and nearly broke.

Manufacturer narrative:
(B)(4). Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined. A device history record review was performed, and no relevant findings were identified. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports a kinked guidewire during use in itu/critical care. The doctor inserted the cvc with no issues. When attempting to withdraw the guidewire it became stuck. When withdrawn, the line kinked and nearly broke.